Event description:
Gunther tulip placed in 2003 found to be multiply fractured (in at least 7 pieces) with deep tip embedding. One small wire fragment is seen in the chest, extravascular, near the right pulmonary veins. One leg is embedded in an adjacent vertebral body and entirely extravascular. 4 separate small wire pieces are retained in an extravascular location locally. The ivc is occluded below the filter. The filter was removed with forceps however all of the above described fragments remain in the patient.